Event description:
The customer reported that their pump screen was dark and wouldn't turn on, and the quick bolus button was difficult to press. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to press the button firmly, which initially did not resolve the issue. However, when the pump was plugged into a power source using known working charging supplies, the screen turned on, and the issue was resolved.